Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient "blacked out and almost fainted" during a device programming session while the cardiac resynchronization therapy pacemaker (crt-p) settings were being adjusted. Five days later the patient experienced a "similar episode where they blacked out for a moment and almost fainted". The patient was also waking up at night every two hours with their "heart flutteringand almost felt like small episode of atrial fibrillation (af)". The crt-p remains in use. No further patient complications have been reported as a result of this event.